Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to a failure of the printed circuit board (g1 board), the power could not be turned on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power could not be turned on due to a failure of the printed circuit board, g1 board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high-definition liquid crystal display monitor fault was that when the monitor was turned on, it would turn itself off within twenty seconds. The issue occurred during inspection for use there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.